Manufacturer narrative:
The device ro15069 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that while the surgeon was drilling the drill bit skived and become lodged in the adaptor. The adaptor was cleaned but when re-used the drill bit could not pass through. A second adaptor was used for continuing the surgery. No other issue observed and surgery was successful.

Manufacturer narrative:
Visual inspection showed that the drill adaptor is conform and no visual damage is visible. The complaint description states that a resident was drilling when the drill bit became stuck in the drill adaptor. It is not possible to know if the resident is well trained on rosa device but a probable cause of the event may be that the resident is a novice and not used to perform a surgery with rosa. The root cause of this event cannot be determined but the level of practice of the resident can be a contributing factor.